Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir. Customer reported that he was able to suck the air bubbles out with a syringe. Customer stated that prior to getting on the insulin pump his blood glucose levels ranged from 300 mg/dl to 600 mg/dl. Customer stated that since getting the insulin pump his average blood glucose level has been 139 mg/dl. Product is not being returned or replaced.